Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd a user facility report from the (B)(6) registry reporting that the pt presented with acute severe hemolysis secondary to subacute thrombus in the inlet bering and roto inlet of the lvad. No other info was provided.

Manufacturer narrative:
The MFR is attempting to acquire additional info from the hospital regarding this event. The attached user facility report (B)(4) was rec'd from the (B)(6) registry. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.